Event description:
Complainant alleged that during patient interaction the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.